Event description:
It was reported from the baxter (B)(4) manufacturing plant that one (1) ce intermate sv50 device was received by baxter for evaluation with a missing blue winged cap. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "missing blue winged cap" was confirmed due to operator error during the manual winged luer cap assembly process. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.